Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was in more pain post-op then they anticipated and that they had what sounded like radiculopathy down their leg. The patient was seeing the surgeon on (B)(6) 2018, but the post-op appointment was not until (B)(6) 2018, when the rep would see them. The rep told the patient that post-op discomfort usually remits with time. No further complications were reported. Additional information received from the manufacturer representative reported that the patient was still feeling the effects from the surgery and described a new neuropathic pain from the left side of the back into the left groin and left anterior thigh. The device was implanted for more right side and lower extremity and back pain. The patient had the battery oriented and programmed. Further information from the representative reported that the patient had an MRI which identified cysts in their back. The patient didn¿t think the cyst issue was from the stimulator, but the surgical procedure may have exacerbated the cysts. The patient was going to use the system as is programmed until he had a plan on removing the cysts. Additional information was received from a rep. It was reported that the patient had the stimulator removed. No further complications were reported or anticipated.